Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion. Guide catheter: hyperion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 2.25x23mm xience alpine referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 90% stenosed concentric distal posterior descending artery. A 2.5 x 18 mm xience alpine stent delivery system (sds) was advanced to the lesion, but could not cross due to the anatomy. During removal of the device there was resistance with the guiding catheter and the proximal stent struts flared. A 2.25 x 23 mm xience alpine (sds) was advanced and it also could not cross due to the anatomy. During withdrawal there was resistance with the guiding catheter and the stent struts flared. No additional attempts were made to implant a stent and the procedure was completed with balloon angioplasty. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.